Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported missing distal end was not confirmed. Based on the results of the investigation, the root cause of the entire distal end was missing the distal end overlapped with bending section cover and was not missing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the cysto-nephro videoscope was sent damaged. The entire distal end was missing. The issue was found during receipt inspection. There were no reports of patient harm.